Manufacturer narrative:
11/17/1998- supplemental report sent to FDA.

Event description:
During a laparoscopic cholecystectomy procedure, the clips did not form properly and fell out of the jaws. The surgeon used another one without patient injury.